Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging foam particles. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Upon further review of the complaint and the reports submitted, it was determined that b5 of the initial report should have been stated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path of the remstar auto a-flex device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for further evaluation. During evaluation, foam particles were observed inside the assembly. A secondary finding of dust/dirt contamination was also found. The third-party service center confirmed the customer's allegation and there was visible foam degradation. The unit was scrapped after device evaluation was completed.